Event description:
Patient was in medical imaging special procedures for a carotid stenting procedure. There was great difficulty using this shuttle sheath. The equipment was flushed prior to use and no problem was noticed. The sheath did not initially slide easily over the guide wire, but the cardiovascular surgeon was able to place it appropriately for the procedure. All other equipment used was passed through the shealth with resistance, but we were able to successfully continue with the procedure, with a very positive result for the patient. There was more blood loss than usual noted during the procedure because the seal on the tuohy-borst side arm would not fully lock to create the usual seal. The tuohy-borst side arm on the sheath was replaced. Examination of the original tuohy-borst side arm noted what looked like a collagen plug inside the device. The surgeon was concerned that some of this material could have broken off during the exam and reached the patient. The protection device in the carotid artery was examined for any material, and none was found in the device.